Event description:
It was reported that the customer¿s ilet charger stopped functioning, with the indicator light not illuminating and the charger failing to power the ilet even after attempts with different outlets and verification using another device, leading to a request for a replacement charger. Symptoms included no clinical effects. Outcomes included no impact beyond the need for a replacement accessory. Investigation included customer troubleshooting and education confirming the lack of power and nonfunctioning charger indicator. Investigation of this case revealed a charger malfunction consistent with a power supply failure of the charger component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the external power supply.